Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and another manufacture's lead displayed pace impedances less than 200 ohms with good thresholds. The system will continue to be monitored. There were no adverse patient effects reported.